Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, yellow wrench alarms and a pump speed deceleration occurred while the lvad system was connected to the power module. On (B)(6) 2017, a yellow wrench alarm and speed deceleration occurred. The patient was asymptomatic during the event. The system controller log file was submitted and reviewed by the manufacturer¿s technical services representative and confirmed the speed deceleration and pump stoppage events. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. X-rays were reviewed and there were no obvious areas of concern aside from a slight bend internally. Alarms did not occur after the system controller was connected to a grounded power module patient cable and body movements were performed. System controller log files were submitted after the replacement and no speed drops were captured. It was reported that at an unspecified time after the replacement, speed deceleration occurred. Another log file was submitted for review and low speed operation events were confirmed. Due to the suspected internal driveline damage, the patient was listed as 1a for a heart transplant. No additional information was reported.

Manufacturer narrative:
An evaluation of the pump and remainder of the percutaneous lead (driveline) could not be performed as the hospital disposed of them. However, an evaluation of the replaced portion of the percutaneous lead (driveline) was completed and reported under medwatch MFR. Report # 2916596-2017-00212 follow-up 1. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2017. The pump and remainder of the percutaneous lead (driveline) were not returned for evaluation as the hospital disposed of it.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The log files contained data that captured multiple low speed hazard and pump stop events while the system was operating on the power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. Approximately 19 inches of the external portion of the driveline was returned for evaluation. Breakdown of the braided shield was noted along the connector bend relief and approximately 9.5 inches from the connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted some kinking at the metal connector and approximately 9.5 inches from the connector but no insulation damage was found. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.